Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. The insulin pump passed idle current test, run current test, displacement test and rewind. We were unable to perform self-test, off no power test, error test, occlusion test, prime test and excessive no delivery test due to prime alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 220 mg/dl. The insulin pump will be returned for analysis.